Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("constant pain") and back disorder ("back problems"). The patient was treated with surgery (full laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pelvic pain and back disorder outcome was unknown. The reporter considered back disorder, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu1,fu2, fu3 & retention deletion proceed together: social media received. New event constant pain was added. Reporter was added. This case is deleted from bayer database as this case was found to be a duplicate case of existing case ((B)(4)) in bayer database. All the information that includes, reporter, references and source documents have been transferred to retention case (B)(4). On 20-mar-2020: fu1,fu2, fu3 & retention deletion proceed together: social media received. New event back problems was added. Reporter was added. On 20-mar-2020: fu1,fu2, fu3 & retention deletion proceed together: social media received. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.